Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-17525. It was reported that the left ventricle lead exhibited high capture threshold and the atrial lead exhibited insulation damage caused during the device changeout on (B)(6) 2016. On (B)(6) 2021, both the left ventricle lead and atrial lead were capped and replaced. Patient was stable.